Manufacturer narrative:
Initial 1 of 6.

Event description:
It was reported that the patient experienced six bent cannula issues event on 07 feb 2026, 09 feb 2026, 21 feb 2026, 03 mar 2026. The site of insertion was abdomen, and the infusion set was in use for few hours. Due to the event, patient subsequently went emergency room due to high blood glucose level measuring 30 mmol/l and was treated with correction injection via multiple daily injections and intravenous fluids of saline and insulin. The patient replaced infusion set and resumed insulin deliveries successfully. The patient released from the emergency room on (B)(6) 2026